Event description:
During methotrexate infusion, the uppermost y-site on the primary tubing (where you attach the secondary tubing after the roller clamp) failed, with the integrated clave falling off, and leaving the primary tubing open to the environment. This caused a large chemotherapy spill onto the patient, nurse, and environment. The internal full chemotherapy spill protocol implemented. The rn described the bonding material that connects the y-site was not sealed and appeared wide open.